Manufacturer narrative:
(B)(4). A review of the device service history and device history record was performed and revealed no problems or malfunctions that could have cause or contributed to the reported death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) event. The device passed electrical and functional testing. External and internal inspection was performed with no issues found. There were no leaks and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity testing and successfully completed a short simulated therapy. No failure, malfunction or iipv event was identified that could have caused or contributed to the patient passing away. A device history record review and a service history review will be conducted. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.